Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery cap he received did not solve the problem. The customer stated that the pump cannot be turned on without using the ball of aluminum. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump was received with a corroded battery tube. No low battery alerts were noted. The pump was received with a cracked reservoir tube and minor scratches on the lcd window.